Manufacturer narrative:
An event regarding registration fails involving a mako mics was reported. The event was not confirmed however the serial number falls within the scope of z-0472-2021. Method & results -product evaluation and results: handpiece mics ¿ (B)(4)¿ serial# (B)(6). Inspected and unable to determine original complaint. Original description not confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure was not confirmed with the available testing methods; however, the device falls under the scope of z-0472-2021 which is linked with registration issues due to the characterization process. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
The mics would pass mics status check however failed during rio registration in pre-surgery checks. Case type / application: tka.

Event description:
The mics would pass mics status check however failed during rio registration in pre-surgery checks. Case type / application: tka.

Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Serial specific voluntary recall was initiated for the mako integrated cutting system (mics) within scope of a CAPA. The initial root cause analysis determined that the process for characterizing mics handpieces for specific serial numbers deviated from its qualified state at the time of validation. The CAPA investigation is currently in progress and an updated communication will be submitted upon completion of the investigation.

Event description:
The mics would pass mics status check however failed during rio registration in pre-surgery checks. Case type / application: tka.